Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Added: dob, UDI and patient and device code.

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions confirmed in medical records.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-84062. This report, 1818910-2012-83798 will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-84062. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, inflammation, discomfort, difficulty ambulating, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the 1848573 lot code found one manufacturing deviation. It was confirmed that this should have had no effect on the reported complaint. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.